Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the (B)(4) database. Treatment of a midline unruptured basilar sidewall saccular aneurysm measuring 23mm x 13mm. It was reported that the patient underwent pipeline embolization treatment involving a total of four pipelines and some coils on two different dates due to the visibility and tortuosity and the patient remained neurotically baseline after the procedures; however, she experienced increased headaches accompanied by nausea on (B)(6) 2012. The patient had retreatment for the index aneurysm with two pipelines on (B)(6) 2012. No other injuries were reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00512 / 2029214-2013-00513 / 2029214-2013-00514.